Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient in clinic had an alert for rv lead impedance less than the lower limit. A successful dft was previously performed and the lead impedance was consistent with lead performance.